Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the device never worked and the patient inquired if removal involved surgery. The patient also inquired if the device could just be ¿tuned up.¿ no symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-08-18 regarding the patient. The hcp reported that it had been a while since the patient used her device. The hcp reported that it wasn¿t working. No further complications were reported.